Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was doing some yard work and got tangled with a cord and fell. While the patient was sitting down, he received one shock. The patient was evaluated in the clinic and troubleshooting was performed; however, the noise could not be re-created. Device optimization was performed, and the device was changed from primary to secondary vector. Isometrics was performed with postural testing in secondary however, no oversensing was noted. Additionally, the patient has been complaining of constant pain from the device in which the physician is considering explanting the system and implant a transvenous system. Technical services reviewed the data and found there was some r-wave amplitude degradation during the event. This likely made the device more susceptible to picking up that oversensing of myopotential noise resulting in the one inappropriate shock. At this time, the system remains in service. No adverse patient effects were reported.